Event description:
A report was received that the patient was having discomfort at the pocket site. The patient was given lidoderm patches to help ease the pain.

Event description:
A report was received that the patient was having discomfort at the pocket site. The patient was given lidoderm patches to help ease the pain.

Manufacturer narrative:
Additional information was received that the patient underwent a pocket revision wherein, the physician relocated the ipg. The patient was doing well following the procedure.